Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was partially returned. An insulation abrasion at 12.9 cm to 13.5 cm from the connector pin which exposed the outer coil. Abrasions were consistent with constant friction with another implantable device. (B)(4).